Manufacturer narrative:
The surgeon commented as follows: the patient had very soft bone. The stem was only revised due to the operating technique, otherwise the ingrowth of the stem was perfect. Additional information received on 02 march 2017 and includes: the revision surgery was completed successfully. On 12 march 2017 the r&d project manager performed a preliminary investigation based on the available image and commented as follows: on the stem no particular signs can be noted. In the proximal part of the stem, corresponding to its proximal coating, much bone residual can be noted. The root cause of the event cannot be determined. On 13 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: revision of total cementless hip arthroplasty after one month. The stem was revised solely to permit the acetabulum to be worked on. The cause for acetabular failure is violation of the medial acetabular wall. The available information does not allow to determine if such violation was an adverse event occurred during primary surgery or a later occurrence. There is no reason to suspect that a faulty device originated the problem. Batch review performed on 20 march 2017. Lot 165698: (B)(4) items manufactured and released on 07 december 2016. Expiration date: 2021-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 24 march 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: in the proximal part of the stem, corresponding to its proximal coating, much bone residual can be noted. On the femoral head 2 evident signs can be noted on the external surface, probably due to the extraction of the implants. Some small signs can be noted on the internal conical surface. On the liner an hole likely corresponding to the screw used to disassemble the liner from the shell can be noted. The central plug is still assembled to the shell. The ha on the macrostructures was partially reabsorbed. The root cause of the event seems not implant related.

Event description:
The patient came in post-operatively because of pain. At x-ray it was noticed that the cup had violated the acetabular wall, proximally.